Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing due to post-paced t-wave oversensing. On (B)(6) 2017, the patient was brought into the clinic, and programming changes were made to address the issue. The patient remained asymptomatic.

Event description:
New information noted that the patient presented remotely via merlin.net with reoccurrence of post-paced t-wave oversensing episodes on (B)(6) 2017. It appears that the t-waves have increased since the last changes were made. Programming changes were discussed. No additional information was reported.